Manufacturer narrative:
E1(initial reporter establishment name) - (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of the event is unknown. A supplemental report twill be submitted when provided.

Event description:
It was reported that the colonovideoscope had an image noise. The issue occurred during inpsection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:d8,h2,h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle has foreign objects, the forceps cannot be inserted smoothly into the channel tube, distal end c-cover has a burn. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. Additionality for the nozzle has foreign objects the most probable cause was not established, and the event, forceps cannot be inserted smoothly into the channel tube, and distal end c-cover has a burn, is likely due to component failure over time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.